Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Analysis was normal. No anomalies were found.